Event description:
Employees were assisting a resident out of a shower chair using a sit to stand lift (minilift 200). The weld on the lift leg broke and the lift began to fall over, the employees lowered the resident and lift to the floor and one of the employees was struck in the back by the lift.